Event description:
This 34 yr old female underwent bilateral augmentation mammoplasties, submuscular, using textured saline implants on 6/22/94. Fluid added to right implant was 325cc; to left was 300cc. Over the next few days she noted a lot of drainage out of the drain. Upon physician's exam, it appears the right breast implant had completely deflated. The pt returned to surgery on 6/27/94 for removal and replacement of deflated right saline implant. Gross exam showed no recognizable defect in the implant. The MFR of the implant is this co and the implant is being sent to the MFR upon release from the pt in a few days.